Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the clinician presented the external pulse generator (epg) to the biomedical engineer (be) due to it not sensing. Technical services provided assistance in resolving the issue by emailing the checkout manual for the epg. The be checed the epg and no issues were discovered. The epg was placed back into service. No patient complications have been reported as a result of this event.